Manufacturer narrative:
The reported event was addressed with phone support. The customer performed a power cycle to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer power cycled the system and reported that no further issues occurred after the power cycle. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, an operating room (or) staff contacted technical support to report that three of the universal surgical manipulator (usm) arms had unlocked, while arm 2 remained in place. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and observed no errors. The tse advised that the "grab and move" feature may have been triggered for those arms. The tse recommended rebooting the system when possible and advised the site to call back if the issue recurred. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was addressed by shutting down the system and sending the trumpf bed for inspection. The instruments were installed in the patient at the time of the event. The procedure was subsequently continued using all four arms, and after the system was restarted, all arms functioned correctly.